Manufacturer narrative:
The complaint devices are not being returned and therefore not available for evaluation. However, from the event reported two possible root causes can be hypothesized: the implant could have been inadvertently deployed in the cancellous layer of bone. This would cause for the implant to be in the femoral tunnel during the post operative x-ray. If this were to happen, it could be expected that the device would migrate down the femoral tunnel leading to the device in the joint space as was found during the revision surgery. During the procedure, the surgeon could have inadvertently reamed through the cortical layer when reaming the femoral socket. If this was not realized during the procedure, the button would pull through the femoral tunnel during the procedure, then could migrate into the femoral tunnel post operatively. It could be expected that the device would migrate down the femoral tunnel leading to the device in the joint space as was found during the revision surgery. Also, note that a rigidloop xl implant was used during the revision surgeon, and this device would only be required if the surgeon inadvertently reamed through the cortical layer. It cannot be definitively confirmed if either of these causes contributed to this event. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Rigidloop button was found to be in the femoral tunnel when a post op x-ray was taken after original primary surgery on the left leg. At time of revision the rigidloop was found to be in the knee joint. The tibial implant was removed and a xl rigidloop was placed over a 30mm rigidloop button. All tunnels were re reamed and the original graft was retrieved and re used for the revision surgery. Due to hospital policy there are no implants to be returned for evaluation. Patient is male, (B)(6) years old. Additional information from the affiliate (B)(4) 2014 what was the date of the original surgery? (B)(6) 2014. You stated product code 254601 254654 and 232014 on the complaint form, were they used originally? Yes. These were used in the primary surgery. Was the 30mm rigidloop button used to complete the procedure? 30mm loop with a xl rigidloop button was used in the revision procedure after the patient was brought back to theatres & the graft was removed to allow for removal of the rigidloop which was in the knee joint & the graft was not fixed. The graft was then replaced into the tunnels & it was determined that there would need to be extra length on the femoral loop to allow adequate fixation of the graft length in the tibial tunnel. Can you verify if the surgeon felt the button was correctly placed (no tissue squeezed between button and bone). In the primary surgery he thought it was in place, there was no comment passed at the time of primary surgery to indicate there were issues with the fixation. The graft was tensioned for tibial fixation. What was the orientation of the tunnel? Don¿t recall. Did the surgeon use am or tt portal for drilling the femoral tunnel? Transtibial. When was the x-ray done when it showed the button was in the tunnel? Xray done within hours of primary surgery as per surgeon&apos;s standard protocol. Any another x-ray before? Don¿t know. What was the size of the femoral tunnel drilled? Primary surgery 7mm reamer & tunnel in femur & 4.5mm tunnel for rigidloop. See associated medwatch # 1221934-2014-002898, 1221934-2014-00289.